Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the implantable cardiac monitor (icm) patient that the incision site was open, not healing properly and the icm "came out". The icm was extracted. No further patient complications have been reported as a result of this event.